Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl and 112 mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.